Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction green light / green image was traced to charged coupled device unit broken and the most probable cause for the additional malfunction fiber bonding in the outer tube area (distal end) was damaged identified during evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had green light. The event occurred during service / maintenance. There were no reports of patient involvement.